Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. D10: section d information references the main component of the system. Other relevant device(s) are: product ID: 8801074, serial/lot #:(B)(6), ubd: 14-sep-2024, UDI#: (B)(4), h6: no products were returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system used in a cranial resection. It was reported the surgeon began to have issues tracking the passive planar probe towards the end of the surgery. The instrument was flickering in and out on the tracking details. The spheres were replaced, and the issue resolved. There was no delay in the surgical procedure. No impact to patient outcome.